Event description:
The sales rep reported that hair loss and wound dehiscence is routine and common with the blue raney clips. The longer the case, the more likely there is a wound issue. Poor wound healing as well as scalp blood loss can greatly affect the overall outcome in one of our lengthy skull base cases. Note that this is a general complaint/comments received from the customer, and it is not related to a specific patient an/or patients.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.